Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported that after the deep brain stimulation system was connected during implant, impedances of greater than 40,000 ohms were measured on electrodes zero and one. All of the set screws of the connections in the system were loosened and re tightened, but the issue was not resolved. After replacing the implantable neurostimulator (ins), impedances were measured to be normal.